Event description:
A customer contacted beckman coulter inc. (Bci) regarding cutting her hand on a bracket below the hydropneumatic system in the unicel dxc 800 pro synchron chemistry analyzer while cleaning up a no foam leak. The bracket was left over from shipping and should have been removed. It is unknown if the wound was exposed to either the no foam reagent or bio-hazardous material. Physician cleaned and dressed the wound, and gave the operator a 5 day course of antibodies. Upon removal of the dressing, everything was fine.

Manufacturer narrative:
A field service engineer (fse) was dispatched and removed the bracket from the unit.